Event description:
Essure device implanted 2006, periods began cramping following month (had never cramped before) each month became worse and worse pain resulting in time off work, blood sugar drops, began 2011. Insulin resistance and pancreas over production of insulin caused multiple ER trips for sugar fluctuations and ibs many days of work missed. Metformin and victoza prescribed. Vitamin d level dangerously low - level at 9, prescribed vit d at 50k units weekly. Depression and anxiety diagnosed, prescribed celexa and buspirone. In 2013 developed eosophilic esophagitis requiring endoscopy on (B)(6) 2013, resultant allergy tests revealed adult onset allergies to milk protein, apple and mushroom. In (B)(6) 2013, cramping pelvic pain no longer limited to menstruation, pain continues without stopping and increased in level over the next 8 months, periods begat increasing in length, flow and frequency. Hydrothermal ablation performed (B)(6) 2014 for dysmenorrhea and pain, unsuccessful - pain and bleeding continued to increase. Tah scheduled to remove uterus, tubes, and ovaries (B)(6) 2014.